Manufacturer narrative:
Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and detached end cap. (B)(4).

Event description:
Customer reported via phone call that the device was dropped to the floor. Customer's blood glucose was unknown. Side of the device where the drive support cap was fell off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.